Event description:
Patient got out of bed in the middle of the night and hit ankle on the brake plate of her walker, suffered a cut that required stitches. Dealer has examined walker and there is no evidence of burr or sharp edge on the brake plate. No claim of malfunction or manufacturing defect.